Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, over the course of several months, clinicians in the operating room experienced repeated difficulty inserting the 8fr all silicone foley catheter, resulting in patient pain. According to the customer, the rounded tip, which was slightly larger than the catheter shaft, combined with the perception that the catheter material was too soft, made insertion challenging, particularly when reaching the meatus. As a result, nursing staff were required to consult a physician, who then intervened to remove the problematic catheter and attempt insertion with an alternative catheter. Although patients were under anesthesia during the procedure, patients later awoke experiencing significant pain. A complaint was submitted regarding the product, and it was stated that the product would no longer be used. However, openness to alternative solutions was expressed in order to continue business relations and fulfill contractual obligations. It was further noted that these events occurred multiple times. A lot number was identified by the customer, and unused samples were available for return. A bd clinical specialist and representative were scheduled to visit the customer by may 14, at which time samples could be collected and shipped back for evaluation.